Manufacturer narrative:
D2b. Medical device type: gim g.5 PMA / 510(k)# k213670, k231373 there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3314543 d4. Medical device expiration date: 2025-02-28 h4. Device manufacture date: 2023-11-10 d4. Medical device lot #: 3348833 d4. Medical device expiration date: 2025-04-30 h4. Device manufacture date: 2023-12-14 investigation summary bd had not received samples or photos for investigation. Therefore, 100 retentions from lot 3314543 and the 90 retentions from lot 3348833 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter in the tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter in the tube . Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there is a black dot in the inner wall of the collection tube. No patient impact.